Event description:
The patient was receiving extracorporeal photopheresis for the treatment of lung transplant rejection. According to the ecp operator, the system was primed with heparinized saline and then changed to anticoagulant citrate dextrose solution-formula a (acda) for the treatment. During the treatment procedure, the ecp operator reported that, in cycle 2 of 6 in buffy coat mode, system occlusion alarms repeatedly sounded. The ecp operator then removed the photoactivation module and hematocrit cuvette and placed it on the top of the photochamber lid in order to eliminate kinks in the tubing. However, the alarm continued to sound. According to the ecp operator, all lines appeared to be normal on inspection and no alarms had been noted earlier in the treatment. The attending physician stated that he may have observed a clot in the plasma return bag. The treatment was then aborted and the ecp operator recorded the displayed volumes. The operator later reported clotting in the bowl and recirculation bag. The machine display indicated 193 ml of volume used from the ac bag. However, the anticoagulant bag appeared to be full on inspection. The ecp operator stated that the anticoagulant and saline bags were not transported during the pre-ecp preparation. The ecp operator estimated that 141 ml of treatment volume 124 ml of red blood cells and 50 ml in the plasma bag was lost. In light of the volume lost during the procedure, the ecp operator administered 500 ml of 0.9% saline solution after disconnection of the patient from the machine. The blood pressure was 145/95 after administration of the 0.9% saline solution. The patient was reported as feeling well and then moved to the hospital clinic for pre-scheduled additional testing, including a repeat complete blood count, which is pending at this time. The next ecp treatment was scheduled for one week following the current ecp treatment.

Manufacturer narrative:
The datakey was returned and confirms numerous system occlusion alarms, and then three blood leak alarms after the abort key was pressed, but no leaks were reported. The leak sensor was wetted after the abort key was pressed. Clots in line can cause back pressure that may cause the rotating seal to lift moistening the leak sensor. Heparin is the only anticoagulant recommended in the therakos operator's manual. In this case, the blood clotted with acda used as the anticoagulant.